Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds), a versacross connect, and a watchman fxd curve access system (was). Prior to the transeptal puncture (tsp) 5000 units of heparin were administered and following the tsp an additional 4000 units of heparin were administered. When the was was advanced into the laa, a mobile thrombus was observed on the distal tip of the was. The pigtail catheter was aspirated and removed from the patient and a further 1000 units of heparin were administered. The was aspirated and the thrombus was no longer visible via transesophageal echocardiogram (tee). The was flushed and the procedure was successfully completed. The patient fully recovered and was discharged one day post index procedure.